Event description:
It was reported the device was used during a laparoscopic adhesiolysis. It was reported the lcsc5 made a screaming sound with rhythmic tone but no tissue effect. It then went solid tone. Handpieces were changed and the same thing occurred. (They were both hp051). A new lcsc5 was opened and no further problem occurred. There was no consequence to the pt.